Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, there was no call service alarms observed in the black box or alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.